Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Five non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms (B)(6) 2016. Lead failure predictor triggered on (B)(6) 2016. Possibly inappropriate shock delivered on (B)(6) 2016 due to non-physiologic oversensing.

Event description:
It was reported that the patient received possible inappropriate therapy due to suspected atrial fibrillation (af) with rapid ventricular response. It was also reported the right ventricular (rv) lead had exhibited noise and suspected double counting. The implantable cardioverter defibrillator (ICD)nd lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.